Event description:
The customer reported false positive results with the ID now covid-19 assay performed on multiple dates. This MFR. Addresses date three (3) of three (3). The customer reported false positive results with the ID now covid-19 assay performed on (B)(6) 2021. Repeat testing generated negative results. Confirmation testing was performed with pcr for each patient and generated negative results. Although requested, no additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
The customer reported four false positive results with the ID now covid-19 assay performed on multiple dates. This MFR. Report is three (3) of three (3). Reference MFR. Report: 1221359-2021-02233, 1221359-2021-02661. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m146047 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m146047, test base part number 190-430 / lot: m146047. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m146047 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. (B)(6).